Event description:
It was reported that during implantation/application, the intraocular lens (iol) tore inside the cartridge. A photograph showing the tear in the cartridge was provided. The iol was fully implanted. There was no patient injury reported. Account confirmed that the tear was with the cartridge. The optic was not damaged. No additional information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Device evaluation: a photograph was provided by the customer revealing a crack on the suspect complaint device. The intraocular lens (iol) was returned for evaluation. Visual inspection of the suspect complaint device revealed that the cartridge had a crack that extended to the cartridge tip, and the lens was protruding from the crack. An insufficient amount of ovd residue was also observed. No further issues were identified and no further evaluation was performed. The complaint issue "cartridge crack" was identified during photograph and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Note: initially this event was reported as cartridge damage. Through device evaluation it was confirmed that the damage was at the cartridge tip. Therefore, the event was assessed as reportable. It was reported that the lens was implanted, however, investigation indicated that the lens was protruding from the cartridge crack. This discrepancy is being clarified with the customer. Should any additional information become available, a separate report will be submitted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.